Manufacturer narrative:
The user-reported complaint cannot be confirmed. The pump was found to have a flow rate accuracy that is outside of +/-5% specification, which is unrelated to this complaint. The pump was recalibrated and tested to meet all specifications on 01/23/2017. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 01/30/2017.

Event description:
The customer had a malfunctioned pump that "it continues to alarm 'system error'". No patient was involved in this case.